Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "self check fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Device evalution: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data log. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The flow screens were replaced as a precaution. The device was recertified and retunred to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "self check failure 1003" message. Complainant indicated that there was no patient involvement in the reported malfunction.